Manufacturer narrative:
Analysis found and confirmed that it does not respond due to the fuse on the stim1 side is blown. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. Used one spare fuse on the back of the product for inspection. The fuse kit is a product. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring patient interface stim1 did not begin stimulation during the procedure. There was no patient impact. There was no visual or audio indications and no troubleshooting done.